Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 18x3 mm, 80% stenosed target lesion contained a >45 degree bend was located in a mildly calcified and moderately tortuous posterior descending branch. Pre-dilation with an unspecified balloon catheter was done. A 3.00x24mm promus element stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned preliminary device analysis revealed shaft break, stent damage, and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the catheter was returned in 2 sections due to a hypotube break approximately 26cm distal to the manifold strain relief. The entire catheter was kinked at 5 to 8cm intervals. This damage is consistent with folding of the device to be discarded post procedure. The stent and balloon were also kinked. The entire stent had moved 5mm distally on the balloon and the distal side of the stent had furthermore stretched distally to the distal end of the tip. The most proximal strut row was not expanded and the balloon remained fully folded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).